Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On unreported dates, the patient was hospitalized for the event and began treatment with vancomycin (dose, frequency and route of administration was not reported). Pd therapy was ongoing during the hospitalization. At the time of this report, the patient was recovered (date unspecified) and dianeal therapy was ongoing. No additional information is available.